Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test, and was unable to prime during the prime test due to a loose drive support disk. The device had a missing address/serial number label, missing end cap sticker, cracked display window corner and scratched lcd window.

Event description:
The customer reported an alarm during normal use. Troubleshooting was performed, and found that the drive support cap was protruded. Advised the customer that the insulin pump would be replaced. Nothing further was reported.